Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The knee was revised on the 16.7.2015 (B)(4) where the femur and insert we replaced with a lg lcs modular revision femur with a 115mm stem and new lg insert. The patella was also resurfaced with a metal backed patella (no implant details available). Patient reported increasing anterior knee pain. Upon revision the femur and tibia were well found to be well fixed and no visible wear on the insert with all 3 components being retained. The patella component was removed with a fair amount of work however came off with a little fibrous in-growth and very little bone. A cemented patella component was reinserted into the knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.